Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the gear clamp for the manifold had a loose hose. Additional malfunctions include the tie wraps for the pe valve were defective.